Event description:
Alleges the development of severe and irreversible type-1 latex allergy from her exposure to latex gloves. Further alleges that as a result of this allergy, she has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humiliation, fright and apprehension, and emotional distress. Plaintiff's husband. Alleges loss consortium of his wife.